Manufacturer narrative:
At index, the pt was admitted to the hosp and treated for acute myocardial infarction. An elective coronary angiogram (cag) with angioplasty procedure was then conducted. The target lesion was the mid left anterior descending (lad) artery. The vessel was de-novo, eccentric and with a bifurcating lesion. Aha/acc classification of the vessel was type b2. The lesion length was 8mm and the vessel diameter was 2.5mm. A driver 3.0x 24mm (medtronic) stent was implanted at the target lesion. There was an untreated lesion distal to the driver, so treatment for a follow-up stent placement was scheduled for a later date to treat the additional lesion. Nine days later, the follow-up procedure was conducted. Pre-dilation with a 2.25 x 15mm balloon at 10atm for 30 seconds distal to the driver stent, then a 2.5x18mm cypher was implanted at 15 atm for 20 seconds distal to the driver stent. The two stents were overlapping. Post-dilation was not conducted ivus was not conducted. Timi flow before the procedure was 2 and 3 after the procedure. The residual percent of stenosis was 0. An act was not measured. The pt recovered and was discharged from the hosp. Physician's comment: the cause of the thrombotic event was because the pt sometimes forgot to take anti-platelet medication, and the stent might have been under-dilated. Add'l info will be submitted 30 days upon receipt.

Event description:
Four months after implantation of a cypher 2.5 x 18mm stent in the pt's mid left anterior descending (lad) artery, the pt felt fatigued while walking, and went to the hosp. A coronary angiogram (cag) was conducted and thrombus was observed inside the implanted cypher. To treat the thrombus, balloon angioplasty was conducted. Inflation time and pressure are unknown.